Manufacturer narrative:
Complaint reference number: (B)(4).

Event description:
It was reported that while inserting the finlock implant into the patient during a tsa, the plastic inserter of the combo inserter/impactor. Xs broke. The broken pieces were removed with forceps and suction from the patient. It is unknown how was the surgery completed and if a delay was presented. No injury to patient was reported.

Manufacturer narrative:
H1 (type of reportable event), h6 (health effect - impact code).

Manufacturer narrative:
H3, h6: the product has not been returned to the aus site for evaluation and photographs were not provided, so the reported event could not be confirmed. The following investigative actions were performed. Complaint history review: the complaint history review identified similar reported events for this device. No adverse trend was identified. Future complaints for this failure mode will continue to be monitored and investigated as required. Risk management review (device): identified no issues which could have caused or contributed to the reported event. The failure mode was previously identified by the risk management file and the anticipated risk level is acceptable. CAPA/nc/pra/hhe/field action review: identified no previous events or issues which could have caused or contributed to the reported event. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Device labeling/IFU review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met labeling requirements upon release for distribution. Product prints/specifications/procedure review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met product specifications upon release for distribution. DHR/batch record review: as the product lot number was not reported, the DHR/batch record review could not be completed. Visual inspection: visual inspection was unable to be performed because the device has not been received for evaluation. The complaint alleges no injury to the patient nor a delay during surgery. As the device has not been returned for evaluation, it could not be determined whether the device contributed to the reported event. As the product lot number was not reported, it could not be determined whether the device met manufacturing specifications. As the device has not been returned for evaluation, a definitive root cause could not be determined. The fin-lock combo inserter/impactor is a reusable instrument expected to be used across multiple surgeries. During normal use, the inserter grips the fin-lock glenoid implant and secures it to the glenoid impactor handle. It places the glenoid implant in the correct location and then protects the implant while the handle is being impacted with a mallet to seat the implant. Therefore, the inserter may fail if excessive force is applied during impaction or may weaken over time due to normal wear. Additionally, due to the geometry of the instrument, the inserter may be broken if mishandled, such as by resting a heavy object on top of the device while the bottom is unsupported. Based on this investigation, the need for corrective action is not indicated as no non-conformances nor manufacturing deficiencies were identified and the risk level is acceptable. If additional information is later received, the complaint may be reopened. No further investigation is warranted for this complaint, though future complaints will be monitored and investigated as required. This investigation can be closed.